Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton inside body- vagina [foreign body in reproductive tract]. Residual cotton from tampon [device breakage]. Vaginitis [vaginal infection]. Consumer reported that there was residual cotton wadding insider her body. No serious injury reported.